Event description:
Philips x-ray system shut down in the middle of a case. Md had catheters and wires in the patient at the time of malfunction. System was rebooted and is working well. Technician notified. Ge was called for service.device #1is this a laboratory device or laboratory test?no.